Event description:
During prep of the ablation catheter, a defective sensor was found. The catheter was removed with no reported harm to the patient. Manufacturer response for ablation catheter, 115cm, size 8, bi-d irrigated ablation catheter, d-f curve (per site reporter).